Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 18-mar-2024, it was reported that the two infusion was fell off during use and infusion set is long for 1.5-2 days. No further information available.